Event description:
Technician at center reports 2 incidents of blood leaks noted into the dialysate 1 hour into pt treatment. Both pt's were using reused dialyzers of 5 and 3 times. One pt required a blood transfusion. The estimated blood loss for both occurrence was 250cc's. The technician reports no pt injury.